Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device on (B)(6) 2013. The device is not available for analysis. This report is filed (B)(4) 2013. Device is not available for analysis.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. There are plans to replace the lost fixture, but it is unknown if this has occurred as of the date of this report, (B)(6) 2013.